Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 8:00pm at home. Caller stated that the end-user was unresponsive, so she tested his blood glucose with his prodigy meter and received a result of 54mg/dl. A normal result for that time of day is usually around 180mg/dl. Caller stated that the paramedics were called immediately. Caller stated that no food drink or medications were consumed while waiting for the paramedics. Paramedics arrived within 5 minutes and tested the end-user blood glucose with their meter and received a result of 28mg/dl. Caller stated that the end-user was given sugar by the paramedics to raise his blood sugar. Paramedics transported the end-user to (B)(6) hospital located at (B)(6). Upon arriving at the hospital, the end-user had a blood glucose of 21mg/dl. Caller stated the end-user was put on an IV. Caller stated that the end-user was in the hospital from (B)(6) 2020 - (B)(6) 2021. When the end-user was discharged his blood glucose was 188mg/dl, and he was told to not take any more insulin. Caller declined to give all medication prescribed to the end-user. No additional information was provided.